Event description:
Paramedics used the device to monitor the ECG of a pt with an unk downtime and indications or rigor. The device allegedly failed to display the pt's ECG and displayed only excessive artifact, then later dashed lines accompanied by an 'ECG lead off' warning message. After unplugging the pt cable from the device and reconnecting it, the pt's ECG was displayed briefly. Asystole was diagnosed. There were no adverse affects to the pt reported as a result of the alleged malfunction.